Event description:
It was reported that a patient underwent a surgical procedure in 2006 and 2007 and mesh was used on an unknown date. The patient experienced pain, stomach swelling and has been unable to work since this surgery. The doctor can't find a cause for the pain. The patient has undergone CT scans and other tests. Additional information was requested.

Manufacturer narrative:
The patient underwent a ventral hernia repair procedure and abdominal wall reconstruction on (B)(6) 2006 and mesh was used. Concomitantly, the patient underwent an excision of a painful scar in the lower abdomen. Postoperatively, the patient experienced edema of the abdominal wall and developed a seroma which required treatment of multiple aspirations over the course of four to six weeks. The patient had thickening of the abdominal wall. The patient also experienced a newly formed umbilical hernia. The patient underwent reoperation on (B)(6) 2007 for an umbilical hernia repair and reduction of the thickened abdominal wall with suction assisted lipectomy in an effort to compensate or overcome the postoperative thickening and edema that she developed. The patient stated xrays and cat scans have been done and the mesh appears intact. The patient stated that she has gained weight since the procedure and currently weighs (B)(6). The patient stated that she will be seeing a surgeon in two weeks. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.